Event description:
Spontaneous call from patient needs more cassette and tubing and medication. Patient states pump is not reading her cassettes. Patient will need medication since she lost medication be of 3 cassette went to waste. She has 2 mix left. Cassette: lot number: 4186331. Pump sn: (B)(4), current pump rate: 41ml/24hr, current dose: 25 ng/kg/min did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Infusion medication: resolved. Reported to (B)(6) by pt/caregiver.